Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, a false air in line alarm and upstream occlusion alarm were not reproduced. A review of the event history log revealed 'air in line!' Messages. The history log revealed 'upstream occlusion' messages, however true and false occlusion alarms cannot be distinguished in the log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported 'upstream occlusion' was not verified. The air in line alarm was verified. The cause was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed air in line and upstream occlusion. This occurred during programming/ setup. There was no patient involvement. No additional information is available.